Event description:
Atherectomy was being performed on the lower sfa and proximal popliteal. The physician completed one pass with the cutter facing the lateral side towards the femur. No rotations of the device were performed. The turbohawk catheter was pulled out and the nosecone stayed in the common femoral artery just distally to the sheath. The physician performed an endarterectomy to remove the nosecone. The endarterectomy was already planned for. Balloon angioplasty was performed to follow in the popliteal and the sfa rather than completing more passes with atherectomy.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Other text: device retained at the hospital.